Event description:
In 2009, the distributor reported that during surgery, the end of the screwdriver doesn't fit on the screw. The surgery was completed with the intended device. There was a surgical delay of 30 minutes. The surgeon was able to finish the case with the intended product.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.